Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and no low bg was observed by the continuous glucose monitor. Multiple tubing fills were observed on (B)(6)2019 and (B)(6)2019. User made bolus requests without entering current bg and while still having insulin on board (iob). If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg greater than 40 mg/dl). Although requested, customer declined to provider further information and declined tandem technical support's offer to troubleshoot.